Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient's current implant had been flipping. It was reported that their neurostimulator (ins) was sticking out of their skin and pulling on the electrodes a little bit because she was having a lot of inflammation on the spine and pain and the ins was sideways so she could turn it on. Patient was redirected to a healthcare professional. No further complications were reported or anticipated.